Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels reaching between 450-487 mg/dl and 3.0 mmol/l ketone level resulting in a hospitalization. Cause of bg was not known. Multiple supply changes were performed to address bg. Customer was released from the hospital with bg between 270-271 mg/dl and 0.5 mmol/l ketone level. Reportedly, the customer reverted to manual injections for insulin therapy.